Event description:
A user facility inventory technician reported that a batch of naturalyte acid concentrate was defective and resulting in conductivity levels outside of the expected range. Upon follow up with the user facility administrator it was reported they did not have patient information nor the exact date of the event. They indicated they would have to look for that information. They confirmed that the low conductivity level was found during treatment and was reading somewhere in the high 12 ms/cm, yet well outside of the range to cause the fresenius k2 hemodialysis machine to alarm. The patient receiving treatment was able to continue treatment after the nephrologist was contacted and the acid was switched to a different unknown acid. The remaining jugs of the reported lot was sequestered and scheduled to be picked up and returned by fmc customer service. They confirmed there were no adverse events, serious injuries, nor required medical intervention for the patients involved. The clinic uses naturalyte bicarb (unknown lot). Additional information was requested, however, a response was not received.

Manufacturer narrative:
Additional information: d9,h3 plant investigation: a product history review was performed. A review of the complaint management system did not identify any additional complaints related to conductivity issues with the reported lot. A review of the product inventory records for lot no. Indicated that 2155 cases of finished product were manufactured for distribution with no noted nonconformances. After reviewing the finished product release summary, it was determined that 20kxac100 met release specifications. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. A review of the DHR did not reveal a probable cause for the customer complaint. As of 4/08/2021 no samples were returned. A sample retain of the reported lot was tested and found to be within specifications. Sodium, the main contributor to conductivity levels, was found to be within specifications. A definitive conclusion regarding the reported incident could not be reached and a cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility inventory technician reported that a batch of naturalyte acid concentrate was defective and resulting in conductivity levels outside of the expected range. Upon follow up with the user facility administrator it was reported they did not have patient information nor the exact date of the event. They indicated they would have to look for that information. They confirmed that the low conductivity level was found during treatment and was reading somewhere in the high 12 ms/cm, yet well outside of the range to cause the fresenius k2 hemodialysis machine to alarm. The patient receiving treatment was able to continue treatment after the nephrologist was contacted and the acid was switched to a different unknown acid. The remaining jugs of the reported lot was sequestered and scheduled to be picked up and returned by fmc customer service. They confirmed there were no adverse events, serious injuries, nor required medical intervention for the patients involved. The clinic uses naturalyte bicarb (unknown lot). Additional information was requested, however, a response was not received.